Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that cartridges fit looser on the pump. Customer's blood glucose level was 54-298 mg/dl. Reportedly, the customer was able to continue using the cartridge.